Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, prior to an unspecified procedure, the user found a hair in the edging of an unopened sealed packaging of a safe-t-j exchange fixed core wire guide. The procedure was successfully completed with another device of the same type. According to the initial reporter, the patient¿s outcome was not affected. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One sealed and unused safe-t-j exchange fixed core wire guide was received. A hair-like fiber was sealed inside the packaging near the bottom seal. A document-based investigation evaluation was performed. One relevant non-conformance was noted on the complaint lot, however, the non-conforming device was reworked. There have been no additional lot related complaints reported from the field. The product IFU states "do not use the product if there is doubt as to whether the product is sterile." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on the complaint lot, all non-conforming product was reworked, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the cause of this event is a quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: "manager" PMA/510(k) #: k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unspecified procedure, the user found a hair in the edging of an unopened sealed packaging of a safe-t-j exchange fixed core wire guide. The procedure was successfully completed with another device of the same type. According to the initial reporter, the patients outcome was not affected.